Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report . The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable, motor fault, transducer fault, and speaker fault alarms. The customer performed troubleshooting and reported transducer tests have passed. However, the issue went unresolved. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.